Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a bent pin in the trunk cable. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.